Event description:
Device issue: none. Adverse event: myocardial infarction treated with medical therapy. Onset of adverse event: 6 days post procedure. It was reported via a trial that on (B) (6)2008 the 3.0 x 28 mm promus stent and a 3.5 x 15mm bare metal stent were direct stented and post-dilated with no reported issue. The pt was discharged on asa and clopidogrel. The pt returned on (B) (6)2008 with a myocardial infarction. There were no ECG changes. This was treated with medical therapy only and resolved on (B) (6)2008. No add'l event or pt info is available. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported pt effect of myocardial infarction (mi), as listed in the product risk assessment and instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the sds was delivered without pre-dilatation (direct stenting) of the lesion. It should be noted that the IFU states: pre-dilate the lesion with a ptca catheter. It is unk how direct stenting contributed to the reported pt effect.